Event description:
Dome titled: "when filter launched did not properly deploy and entered pt lopsided in superior vena cava: in pt can't retrieve. Pt is okay-apparently no ill effects at this time". No add'l filter deployed.